Event description:
It was reported that after the last refill of pump on (B)(6) 2010, the pt began to experience underdose symptoms. The next time the pt came in to the hospital, an x-ray was taken to verify the catheter placement. No issues with catheter placement were noted. The hcp was also able to aspirate through the catheter to see function. They programmed a bolus, which resulted in an overdose. When the pump was accessed, the expected residual volume was 10 ml; the actual residual volume was 0.6 ml. A pocket refill was suspected. The pt was in the hospital to get stabilized from all the symptoms which were not specified. The pump was refilled. The pump was used to deliver baclofen. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).